Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not giving insulin. The customer's blood glucose value was unknown. The insulin pump make grinding noise and alarmed insulin flow block. The customer also reported small crack around reservoir compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm. No unexpected audio or vibrate or grinding anomalies noted. No possible under delivery anomaly noted. However, device unable to download device to care link pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. The motor was tested outside of the device and passed. Device received with cracked reservoir tube lip. Device passed the delivery accuracy test. (B)(4).